Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high, out of range impedance was observed. The device remains implanted and will continue to be monitored. Patient is stable.

Event description:
New information notes there hasn¿t been any issues or impedance out of range since. Patient is stable and will be monitored.